Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the following keys are inoperable: (.) Key, #5, #6, #7, #8 and the #9 key. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the (.) Key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 1(.) Will be displayed, alphabetically: when the "abc" key is pressed, the a will be displayed along with a second audio response) the failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a duplicate output. The key 5 is not working and since the keys double beep. The letter "b" cannot be selected because when pressing the 1 key for letters a b c it always comes up with a, sometimes multiple a's. It was also reported there was no patient involvement.